Event description:
Information received from the field notes that the device went from rrt to no output in less than one week's time. Pacing never resumed and the patient's junctional rhythm was about 20-30 bpm. The patient was reportedly monitored transtelephonically monthly.